Event description:
Received explanted lead in 2007 from st. Jude medical. Database search provided implanting physician, following care physician and implanting center. All are located in australia. Investigational letter sent to all. Will follow up in 2 weeks if no response received from letters.

Manufacturer narrative:
.